Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact on the customer's blood glucose level. The technical support team provided information on how to reset the pump and assisted the caller in performing the reset. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to report back if any issues arose in the future.